Event description:
It was reported that post crt pacemaker system implant, the patient experienced difficulty swallowing. An echocardiogram revealed a pericardial effusion. The patient was transferred to another hospital and the left ventricular lead was repositioned. The lead remained implanted.

Manufacturer narrative:
.